Event description:
It was further reported that the stent dislodgement and damage resulted only in an extension in the length of the procedure and did not contribute to the pulmonary hemorrhage or heart failure.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement and stent damage occurred, the patient experienced heart failure and expired. The 75% stenosed and diffuse target lesion being treated was located in the mildly tortuous and mildly calcified proximal left anterior descending (lad) artery into the ostial left main (lm) artery. A non-bsc stent was deployed in the proximal lad. A 4.00x28mm promus element stent delivery system (sds) was then advanced with the intention of deploying it proximal to and overlapping the previously deployed stent. While advancing the promus element sds it bumped the non-bsc stent and dislodged from the sds and was also noted to be damaged. It was attempted to readvance the promus element sds in order to crush the dislodged stent against the vessel wall. The stent was successfully crushed, however the patient became "unstable" and went into heart failure. The patient was stabilized in the coronary catheter laboratory and then moved to intensive care, however one hour later the patient expired. The cause of death was identified as a pulmonary hemorrhage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).